Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, when pushing out the iol with an injector, it got caught and cracked. The surgery was completed after replacing the product with another one. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned in four segments, adhered to surgical gauze with blood and solution. One haptic is intact, the other is broken/torn and is returned. The optic is torn/split-cut dividing the iol in three and scratched/marked-rejectable. No cartridge. We are unable to determine the root cause for the reported complaint "iol got caught and cracked". The cartridge was not returned. The lens was returned severely cut/damaged. All iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).